Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the saw was running slowly without user activation when the cord was wiggled. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, the motor was found to be worn, which is a probable cause of the device running without user activation when the cord is wiggled.